Manufacturer narrative:
As reported, the physician could not enter the end of the atraumatic wire tip of a 6-12f mynx control venous (mcv) vascular closure device (vcd) through the 11f non cordis sheath. After multiple attempts, that device was put to the side not to be used as the end of the wire tip of mcv was deformed. The tip of the atraumatic wire became curved like a j shape. Another mynx control venous vcd was then used with no difficulty. There was no reported patient injury; the patient experienced no problems at all. The physician is in training. Adequate flush was maintained. There was no kink/bend in the procedural sheath. A non-sterile mynx control venous 6-12f vcd involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The syringe was connected to the device, and the procedural sheath was not received for evaluation. The stopcock was observed in the open position, and the balloon was fully deflated. The sealant was exposed from the sealant sleeves, which were kinked/bent, and the atraumatic tip was also noted to be kinked/bent. Dimensional analysis was conducted to verify the profile of the balloon catheter distal from the balloon. The results were found to be within specification. The slit length measurement was not performed due to the kinked/bent condition observed to the sealant outer sleeve assembly. Per functional analysis, the insertion/withdrawal test could not be performed due to the kinked/bent condition of the sealant sleeve assembly. Also, the procedural sheath was not returned, so a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. However, a simulated deployment test was able to be performed on the returned device. Button 1 was able to be depressed to deploy the sealant with no resistance felt. Button 2 was able to be fully depressed, and the balloon was able to be completely withdrawn into the tamp tube. No issues were noted with respect to button 1 and button 2 deployment during the device failure investigation. Compatibility with the sheath used should be verified as outlined in the device's instructions for use (IFU). However, the insertion/withdrawal test could not be performed due to the kinked/bent condition of the sealant sleeve assembly. The presence of the core wire was confirmed in the received device. The reported events of ¿atraumatic tip-kinked/bent¿ and ¿mynx control system-impeded¿ were confirmed through analysis of the returned device due to the damage found to the atraumatic tip and the inability to perform the insertion/withdrawal test due to the kinked/bent condition of the sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked/bent sleeves. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves and atraumatic tip, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states while inserting the device into the sheath, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the physician could not enter the end of the atraumatic wire tip of a 6-12f mynx control venous vascular closure device (vcd) through the 11f non cordis sheath. After multiple attempts that device was put to the side not to be used as the end of the wire tip of mcv was deformed. The tip of the atraumatic wire became curved like a j shape. Another mynx control venous vcd was then used with no difficulty. There was no reported patient injury; the patient experienced no problems at all. The physician is in training. Adequate flush was maintained. There was no kink/bend in the procedural sheath. The device will be returned for evaluation. Addendum: product analysis demonstrates the sealant was found exposed from the sealant sleeves.